Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2016 with the following findings: during investigation, no damage was found to the battery compartment. The battery cap was not returned. A test battery cap was able to attach to the pump. Unrelated to the original complaint, the cartridge compartment was damaged near the threads. The cartridge cap was not returned. A test cartridge cap was able to attach to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.